Event description:
The pulsar-18 t3 peripheral self-expandable stent was implanted on (B)(6) 2024. Approximately 7 weeks later the patient returned on (B)(6) 2024 with recurring symptoms. Upon fluoroscopic exam the vessel was noted to be renarrowed and the stent fractured into type 3 stent fractures and was noted to be separated into 3 pieces, with areas of type 1 also evident. Another stent was placed on (B)(6) 2024 and this pulsar remained implanted.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Instead, two photographs taken from the angiogram were provided. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The photographs taken from the angiogram show the target vessel with numerous narrowed zones about eight weeks after the initial procedure. The stent has fractured into three pieces. Geometric distortions of the stent structure are visible. Unfortunately, no angiographic material of the baseline procedure could be obtained. The photographs provided do not contain further relevant information regarding the root cause of the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Please note that, according to the IFU, fractures of nitinol stents implanted in the superficial femoral artery have been reported in medical literature. Fractures occurred more frequently and were more severe in long stented segments and in the case of multiple, partially overlapping stents. These fractures were frequently associated with restenosis or occlusion of the artery.